Manufacturer narrative:
. The sr was cancelled. And no service was performed. More information has been requested. However, no further information has been provided. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before the surgery an ophthalmic system froze after priming. The footswitch, remote control, touch panel did not react. The surgery was completed by using alternate console. Additional information has been requested but none was received.